Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audible alert for the urgent low alert and stated that it only vibrates while the ringer is off on the smart device. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log observed that the patient did not go passed the 55 mg/dl threshold for an urgent low alert. The reported event of no audible alert for urgent low alert was not confirmed as no defects were found. A root cause could not be determined.